Event description:
It was reported that the user pinched his fingers on the wheellock of a manual wheelchair. Should additional relevant information become available, a supplemental report will be submitted.